Event description:
The customer reported that when they plug in the interconnect cable, the u1 on the power control pcb and other surrounding elements burnt immediately. The cable may have had a short in it.

Manufacturer narrative:
This MDR is related to ge healthcare. The system was repaired, found to be operating as intended, and released to the customer for use.